Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: ebu, other: export catheter. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during the procedure for treatment of acute myocardial infarction and thrombosis, a non-abbott catheter was used to extract the thrombosis. A 2.25 x 28 xience v stent was deployed in the left anterior descending artery. Immediately after deployment of the stent, the patient died on the table. The physician stated that the patient was brought to the hospital in an acute condition and the percutaneous transluminal coronary angioplasty was a rescue procedure. No additional information was provided.